Event description:
It was reported that multiple system error alarms occurred on the homechoice peritoneal dialysis system. It was not reported whether the patient was connected at the time of the alarms, nor specified when the alarms occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review revealed system errors 2240, 2367, 2270, verifying the reported condition of an other alarm. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no previous service events were related to the reported condition. A visual inspection was performed on the device. The power to the device was cycled several times and no problems encountered. The cycler remote toolbox (crt) was used to verify the pneumatic system. Crt revealed no leak and all pressures were correct & stable. The device completed two short simulated therapies with no problem encountered. The device passed all functional testing and performed within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.